Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion 6f jr3.5; stent: 2.5 x 28 mm xience alpine. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the nc trek balloon was not prepared for use outside of the patient anatomy. It should be noted that the nc trek, global instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an eccentric lesion in the distal right coronary artery, below the bifurcation and with moderate tortuosity, no calcification and 100% stenosed. A 2.5 x 28 mm xience alpine stent was deployed. During post dilatation, the 2.75 x 12 mm nc trek rx balloon ruptured at 10 atmospheres during the first inflation. No resistance was noted during advancement to the lesion. It was stated the balloon catheter was prepared for use inside the patient. A new balloon catheter was used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.